Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has stopped hearing with the device after a head trauma occurred on (B)(6) 2022 and channels with abnormal impedances were found.

Event description:
The user has stopped hearing with the device after a head trauma occurred on (B)(6) 2022 and channels with abnormal impedances were found.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user has stopped hearing with the device after a head trauma occurred on (B)(6)2022 and channels with abnormal impedances were found. The user was re-implanted.